Event description:
The clinician reports that the pt swallowed the mucosa driver with the (short) cylinder. The clinician reports that the device fell out of their hand and the pt got up and went home. The pt stated that they will look for it over the next few days. A follow up call to the clinician's office confirmed that the pt is fine and has passed the device.